Event description:
Patient was under anesthesia and unit would not function. Unit gave a warning 06 and 09. The staff changed the grounding pad multiple times, tried a different probe, different cable, and turned the unit off and on multiple times. Staff states the unit appeared to work correctly when the sales rep. Tested it the week before. The procedure was aborted without being done. Unknown when the surgery was rescheduled.